Event description:
During a hysteroscopy procedure, the first essure from the kit, was apparently defective with a bent tip, and the second essure from the kit was apparently unsuccessful- question related to the patient's anatomy. During the laparoscopic tubal ligation, the first falope-ring band did not deploy appropriately; it appeared to have sprung off the applicator near the end of application. Md did not continue using the falope-ring band to complete the procedure. Both the essure and the disposable falope-ring band applicator kit were left for administration to return to the respective companies.